Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-61- improper use / mishandled by end user. Complaint reported based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Customer reported complaint for pen needle. The customer stated that it is a 29 g, 1/2 inch and the insulin does not always come out of each needle. Verified that none of the needles are bent. No adverse event or medical intervention was reported.